Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found unraveled during puncture on the patient. No patient harm reported. The patient's co ndition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer provided two images showing a defective guide wire. Visual analysis revealed that the guide wire was unraveled. The customer returned one, opened cvc kit for analysis. The only component returned was a guide wire. No definite signs of use were observed on the guide wire. Visual analysis revealed that the guide wire was unraveled from the distal end. One major kink and two slight bends were also observed across the body. Despite the damage, the distal j-bend appeared to maintain its shape. Microscopic examination confirmed the damage and revealed that core wire had separated directly adjacent to the distal weld. The distal weld was still attached to the coil wire. The major kink in the guide wire body was measured at 360mm from the proximal weld. The broken core wire measured 602mm in length which is within the specification of 596mm-604mm per guide wire product drawing. The outside diameter of the guide wire measured 0.790mm which is within the outer diameter specification of 0.788-0.826mm per guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage on the returned guide wire. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. Despite this, the guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found unraveled during puncture on the patient. No patient harm reported. The patient's co ndition is reported as fine.